Manufacturer narrative:
The complaint device has not been returned by the customer yet; therefore, no product analysis could be performed. The complaint investigation conclusion code is cause not established.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from 47% to 15%, within one month. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.